Event description:
The device was used during a cholecystectomy procedure. Reportedly, upon opening the pouch, it detached from the ring into the patient's cavity. The surgeon retrieved the specimen pouch without injury to the patient.